Event description:
As reported to coloplast though not verified, patient was implanted with restorelle and omnisure mesh. Later the patient experienced stress urinary incontinence and urinary problems. A mesh removal was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. The patient experienced stress urinary incontinence and urinary problems.